Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of duodenum using powered handle in da vinci resection, the surgeon tried to fire the device but he/she could not fire. When the proximal end of the reload was visually examined, its not being pre-fired. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.